Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. Blood was observed within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified blood within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and positive pressure was applied when a pinhole leak was identified in the balloon approximately 17mm proximal to the proximal edge of the proximal markerband. A visual and microscopic examination found no issue with the markerbands or tip of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left iliac artery. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 8 atmospheres for 8 seconds, the balloon ruptured. The device was completely removed from the patient's body by simply pulling it out. The procedure was completed with a different device. No complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left iliac artery. A 12.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during second inflation at 8 atmospheres for 8 seconds, the balloon ruptured. The device was completely removed from the patient's body by simply pulling it out. The procedure was completed with a different device. No complications were reported and the patient's status was good.